Manufacturer narrative:
(B)(4). Insulin pump passed the rewind, basic occlusion and prime, compromised force sensor system and displacement test. Insulin pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. Customer's blood glucose value was 130 mg/dl at the time of incident. The customer was assisted with troubleshooting. Customer stated that they able to clear alarm and pump rewind. Customer stated that the drive support cap appears to normal. The device will be return for analysis.